Manufacturer narrative:
Returned product analysis a circumferential and a longitudinal tear in the balloon material. Analysis also revealed the inner lumen was stretched and separated from the remainder of the shaft beyond the marker band. The cause of the balloon burst could not be determined. The damaged balloon may have become caught in the stent. The shaft appears to be stretched and separated due to tensile forces that were applied.

Event description:
It was reported that during a ptca procedure, the balloon catheter was placed through the side of a previously impalnted stent to reach the ostium of a side branch blocked by the stent. Upon removal the catheter shaft fractured. The distal tip of the shaft and a portion of the balloon material remained in the artery. The pt was transferred to another hosp for retrieval of the catheter tip. Retrieval attempts were unsuccessful and the pt subsequently went to surgery on 10/8/96 where the catheter tip and balloon portion were removed. Pt status is listed as "doing well".

Event description:
Initially, coronary stent inserted into proximal and mid-circumflex arteries in 8/96. On 10/7/96, angioplasty of obtwuse marginal artery performed, ptca balloon ruptured into two pieces with proximal portion remaining in the vessel. Physician passed ptca balloon through the stent to dilate stenosis. Pt eventually underwent open chest procedure to retrieve balloon fragment.